Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parents reported via phone call that their insulin pump had critical pump error. The customer also report the alarm is generated when a power failure is detected and motor safety circuit failed test alarm. The customer¿s blood glucose was unknown. Customer states they were able to clear and rewind the pump. The self test was completed. The insulin pump will not be returned for analysis.